Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Reporter stated the customer experienced hypoglycemia of 13 mg/dl, and she lost consciousness and was transported to the hospital by ambulance. She was admitted to the hospital for 1 day and was treated with a glucose IV. The customer believes the insulin delivery of the infusion device is inaccurate. The alleged product was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.